Manufacturer narrative:
On 06-mar-2021, thermo fisher scientific identified that the incorrect module 1 script was installed on the ruo system. The incorrect module 1 script resulted in all negative control wells being named "nc" as opposed to nc1, nc2, nc3, and nc4. This caused the software to treat the negative control wells as patient samples; the negative control values were not assessed for their performance. On 01-mar-2021 (prior to awareness of the issue) the ruo system was updated to ruo software (B)(4), which included module 1 scripts with the correct negative control nomenclature. Customer was using the incorrect (B)(4) module 1 script from (B)(6) 2020 through (B)(6) 2021. Investigation is underway, and root cause has not been identified. Additional information, including any results identified during data file review, will be provided via a follow-up MDR..

Event description:
On 06-march-2021 thermo fisher scientific identified that the customer was running the ruo labeled taqpath" covid19 high throughput combo kit, while using ruo workflow and ruo hardware/components, with a software script that caused the wrong sample designation used to identify negative control on the sample plate. The incorrect sample designation identified all negative controls as "nc" instead of the correct sample designation of nc1, nc2, nc3, and nc4. Therefore, "nc" was treated as if it were a patient sample, not a negative control. This could have resulted in potential false positive calls as the plate would not have been invalidated if negative control failed. Thermo fisher scientific has not confirmed whether false positive calls were produced and/or whether they have been reported out of the laboratory.

Manufacturer narrative:
On 06-mar-2021, thermo fisher scientific identified that the incorrect module 1 script was installed on the ruo system. The incorrect module 1 script resulted in all negative control wells being named "nc" as opposed to nc1, nc2, nc3, and nc4. This caused the software to treat the negative control wells as patient samples and therefore the negative control values were not assessed for their performance. Update 28-apr-2021: thermo fisher scientific has confirmed that the root cause was installation of incorrect module 1 script on the ruo system. However, omega diagnostics performed a manual review of the negative controls on all plates and were able to confirm no patient samples were impacted.